Event description:
It was reported that the device broke during surgery. It was reported that there was not a back-up device available and it is unknown if there was a delay or a patient impact.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.